Event description:
During a coronary artery drug eluting stenting treatment procedure, there was withdrawal difficulty and a perforation. The physician deployed a 3.0x24mm taxus express2 drug eluting stent in the left anterior descending (lad) coronary artery, inflating the balloon to 14 atmospheres. The physician had difficulty withdrawing the catheter and inflated the balloon a second time. The guide catheter was sucked further in the vessel and the physician noticed a perforation at the level of the stent. This was treated with a maverick balloon inflated for approximately three minutes. The stent delivery system was removed from the patient. The patient was reported as stable.